Manufacturer narrative:
The unit meets all performance specifications. The complaint could not be duplicated.

Event description:
Reporter stated that a pt (75 year old female, s/p colostomy takedown) became unresponsive while on pca therapy. The pt had a main infusion being controlled by an IV infusion pump with the catheter placed in an antecubital vein. This was a positional IV, causing the pump to beep when the pt bent her elbow. The pca pump tubing was connected to the main IV tubing which did not have an antireflux valve. According to the reporter, the pt was having a lot of pain having made 60+ attempts to get pain medication during a 2 hour stay in post anesthesia recovery. When the pt was found to be unresponsive in her room on a surgical unit in the company of a private duty nurse, she was given 3 vials of narcan (0.4mg per vial), causing arousal. Reportedly, the pt recovered fully from this episode. The reporter stated that the pt is sensitive to morphine. Qm requested the reporter to send the pca pump to the MFR. For evaluation. Pca prescription: morphine sulfate (1mg/ml, 100ml), basal rate of 1mg/hr with a pca lockout period of 6 minutes.